Event description:
It was reported that the blood pressure measurement data were not correct. The device was not in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included carrying out blood pressure accuracy test and performance testing of the blood pressure measurement with blood pressure simulator according to the service guide. The results of the analysis were that the reported problem can be replicated by observing the monitor. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective blood pressure module. The issue was resolved by replacing the defective part and the device is back into service. A review of the service history for this device shows the problem has not been reported again for this device. E1: reporting institution phone#: (B)(6).